Event description:
It was reported to boston scientific corporation on april 20, 2007, that approximately one week after a push method enteral feeding device was placed in a female patient, "the bumper migrated into the subcutaneous fat" and "surgical intervention was required to remove the device". The initial placement was successful and endoscopic visualization confirmed proper placement. The rn indicated that the external bolster was very snug to the skin at the time of placement. Once the migration occurred, the physician removed the device surgically and placed a foley catheter to be used as a feeding device. The physician plans to place a jejunal feeding device once the stoma site is healed. The patient is currently still hospitalized,as she is receiving x-ray therapy and chemotherapy for esophageal cancer.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 9516460, 9081112, and 9046713. A review of the device history record (DHR) was performed on these lots. No anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The april 2007 15-month initial gt-tube complaint trent report, inclusive of all failure modes, was reviewed; no adverse trend was noted and the data point did not exceed the complaint alert limit.